Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi). Conclusions: known inherent risk of procedure (mi). (B)(4).

Event description:
During index procedure patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 36 months post index procedure patient suffered an mi. Investigator assessed mi was not related to the study device. Mi was treated by a target vessel revascularization on the same date.